Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that in 2006, the patient presented to the doctor for treatment for lower back pain and right leg pain. The patient's first surgery was on (B)(6), 2006, the doctor's pre-operative diagnosis was l5-s1 herniated nucleus pulposus and low back pain. The doctor performed a l5-s1 discectomy, during which rhbmp-2/acs was used. The patient's second surgery was on (B)(6), 2007, the pre-operative diagnosis was l5-s1 disc degeneration, status post discectomy. The doctor performed an l5-s1 transforaminal lumbar interbody fusion, during which rhbmp-2/acs was used. The patient's third surgery was on (B)(6), 2008, the pre-operative diagnosis were status post transforaminal lumbar interbody fusion l5-s1, sacroiliac joint syndrome. The doctor performed re-instrumentation of posterior spinal fusion with change to peek rods and screw revision, s1, right side, during which rhbmp-2/acs was used. The patient's fourth surgery was on (B)(6), 2012, the pre-operative diagnosis and lumbar spinal stenosis l5-s1 right side; lumbar foraminal stenosis l4-l5 left side; lumbar radiculopathy l5-s1 right side. The doctor performed a lumbar hemilaminectomy l5-s1 right side; lumbar foraminotomy l5-s1 right side; lumbar lateral recess decompression l5-s1 right side using baxano along with rhbmp-2/acs. The patient's final surgery was on (B)(6), 2012, the pre- operative diagnosis was a hematoma lumbar wound. The doctor performed evacuation of the hematoma lumbar wound, irrigation, and drainage of the lumbar wound, placement of superficial lumbar drain. It was reported that until her death on (B)(6), 2014, the patient continued to suffer lower back and right leg pain. During the 17-month period after her fifth surgery to the date of her death on (B)(6), 2014, the patient looked for medical help, but no doctor would take her as a patient. When she was in severe pain, she would go to the local emergency room for treatment. It was reported that the doctor used a posterior surgical approach and used rhbmp-2/acs in multiple spine surgeries.